Event description:
Reportedly, both an aortic and a mitral valve were explanted after an implant duration of approximately four years. The initial report states "both the valves torn completely." No additional information has been made available.

Manufacturer narrative:
No device history record (DHR) review can be done since no serial number has been provided. The implant date remains unknown. The model and size of the device remains unknown. The device has not been received for evaluation. Although follow up has been conducted with the surgeon and reports were requested, no patient information or patient history has been received. A supplemental report will be submitted after new information is received.

Manufacturer narrative:
Patient was identified in our implant patient registry. Implant duration of this device has been identified as three (3) years, four (4) months and six (6) days. See also report no. 2015691-2013-21467 for aortic valve explanted from mitral position.

Manufacturer narrative:
Customer report of leaflet tear was confirmed. Right coronary leaflet had a tear at the free margin, tear was approx 4mm in length. Left coronary leaflet had a hole in the belly, hole was approx 6mmx3mm in length. Non-coronary leaflet had a tear at the free margin, tear was approx 2mm in length. Swollen and opaque fiber bundles were observed near the tear sites. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrated no visible damage to the wireform. Sewing ring was cut near the right coronary leaflet. Lc/nc wireform was exposed on the outflow aspect, wireform near right coronary and non coronary leaflets were also exposed on the inflow aspect. These damages are most likely due to explant. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The product evaluation confirms the customer report of torn leaflets. Despite repeated requests for this information, the implant duration remains unknown and no patient history or medication history has been provided. Therefore, we are unable to investigate the root cause for explant of this device. However, this device shows evidence of leaflet tears, swollen tissue, and host tissue overgrowth, which may be related to patient factors. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.